Event description:
Customer reported hospitalization due to diabetic coma. It had taken thirty minutes to wake her. A month later, the paramedics were called due to low blood glucose. Customer pushed the bolus button twice, before she could get to the light switch. The blood glucose level was 20 mg/dl. Customer was treated at home. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.